Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report# 3006705815-2018-01014: the patient is implanted with two leads and the manufacturer is unable to determine which lead is liable. It was reported the patient has lost effective stimulation due to ineffective stimulation after a fall. A company representative attempted to troubleshoot the issue multiple times with reprogramming but was unsuccessful. Patient underwent surgical intervention to explant the system.